Event description:
The customer reported that the device displays the system failure cycle power message/instruction and error code 10004.

Manufacturer narrative:
(B)(4). The customer reported that the device displays the system failure cycle power message/instruction and error code 10004. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.